Event description:
It was reported that during the procedure, a 10x40x80 fox cross balloon dilatation catheter was advanced over a non-abbott guide wire and into a non-abbott sheath, without resistance, to a "very severely" calcified lesion in a left arm arteriovenous (av) fistula. While inflating the device with a non-abbott indeflator, the fox cross balloon ruptured circumferentially, below nominal balloon pressure, and the distal balloon piece separated, but remained on the guide wire. The guide wire was retracted, pulling both pieces of the ruptured, separated balloon, still on the guide wire, into the sheath, however, resistance was felt between the ruptured fox cross balloon and sheath while pulling out the non-abbott guide wire. The balloon and balloon piece remained inside of the sheath and both the sheath and fox cross (along with distal balloon piece) were withdrawn as a single unit; reportedly, no snaring was required. There were no reported adverse patient effects, however, there was a clinically significant delay reported due to the need to carefully withdraw the balloon against resistance in the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The resistance with the introducer sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.